Event description:
It was reported that the ilet device was found with a cracked screen on waking, rendering the display unusable; the user transitioned to multiple daily injections and continued continuous glucose monitoring with a dexcom g7, with a reported blood glucose of 140 mg/dl. Symptoms included no injury. Outcomes included no medical intervention, no hospitalization, and planned replacement with return of the damaged device. Investigation included collection of event details and user-provided photographs, confirmation of shutdown procedures, data sync guidance, and return logistics. Investigation of this case revealed damage consistent with a broken display component resulting in loss of normal usability. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to impact or stress of unknown origin.